Manufacturer narrative:
Concomitant products: 5076-52 lead, implanted: (B)(6) 2010. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a pocket infection after a device exchange occurred. It was also noted the right atrial (ra) lead and right atrial (ra) lead exhibited noise. The leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.